Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited noise reversion episodes which lead to pacing pauses after the patient was using welding equipment. The patient was pacer dependent. The patient was in stable condition. No additional information was reported at this time.

Event description:
New information reported stated that the device was reprogrammed which ceased the noise. No additional information was reported.